Event description:
It was reported when inserting the dib00 model intraocular lens (iol), the injector got stuck, making it extremely difficult to remove. When the doctor managed to remove it, it (the lens) appeared to be damage, so he decided to use another one. Through follow-up, additional information was received stating the cartridge tip had contact with the patient's eye. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. The same procedure was completed successfully using a back-up lens dib00 23.0 diopter lens that was implanted into the patient¿s ocular dexter (right eye). Patient outcome post-procedure was reported as good evaluation. No further information is available.

Manufacturer narrative:
Additional information: section a-4 patient weight: unknown/asked information unavailable. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted, therefore not explanted. Section e-1 reporter telephone number: (B)(6). Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: no suspect product was received; however, photos were provided by the customer. The customer provided video was evaluated. The photos display the suspect simplicity with the suspect lens on top of the handpiece. The plunger rod can be observed to be fully advanced; no issues could be observed from the photo. The lens could be observed to be damaged. Due to no product being received, no further evaluation could be performed, and no further issues could be identified. Complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Complaint issue "delivery issue" was not identified during photo evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes . Section d-9: device date returned to manufacturer: 20-may-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint device was received affixed to a handpiece tray with a rubber band and a lens was loose in a bag. The device was inspected under magnification. The complaint device was received with the plunger rod partially advanced. Viscoelastic residue was identified through the length of the cartridge. The lens module was inspected and presented no damage however, viscoelastic residue was identified in the entire lens module. The device assembly was inspected, and no issues were identified however, viscoelastic residue was below the lens module. The plunger rod advancement was inspected, and no issues were identified. The lens was cleaned and presented with cosmetic issues on the optic body. Photo device evaluation: the customer provided photos were evaluated. The photos display the suspect simplicity with the suspect lens on top of the handpiece. The plunger rod can be observed to be fully advanced; no issues could be observed from the photo. The lens could be observed to be scratched. Complaint issue "lens damaged" and "delivery issue" were not identified during photo and product evaluation. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.